Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using an unknown balloon. During the procedure, the ds was inserted into the body via the left femoral vessel, and after crossing the aortic valve, it was deployed to 80%. However, insufficient expansion on the left side was observed, so it was recaptured. Pre-bav was performed again. After pre-bav, the navitor was reinserted and deployed, but poor left-side expansion and misalignment continued. Although recapture and distal opening were performed, the inadequate left-side expansion remained unchanged. The valve was upsized and a 27mm navitor vision valve was selected for implant using a large flexnav (ds). It was required to recapture, and distal opening was performed several times. The valve was able to be implanted. The patient was in a stable condition.

Manufacturer narrative:
It was reported that insufficient expansion on the left side continued after two attempts. The valve was upsized and a 27 mm navitor vision valve was implanted. The valve was returned to abbott, and the investigation found no anomalies with the valve itself. However, all three leaflets had limited mobility when manually manipulated and appeared to be dehydrated which precluded using it to perform functional testing. Based on information received, the valve under-expansion was consistent with presence of calcium. However, the exact cause could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Information from field indicated that the valve was re-sheathed more than two times. Please note that per the instructions for use, "caution: do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance."

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 18mm non-abbott balloon. During the procedure, the ds was inserted into the body via the left femoral vessel, and after crossing the aortic valve, it was deployed to 80%. However, insufficient expansion on the left side was observed, so it was recaptured. Pre-bav was performed again using a 20mm non-abbott balloon. After pre-bav, the navitor was reinserted and deployed, but poor left-side expansion and misalignment continued. Although recapture and distal opening were performed, the inadequate left-side expansion remained unchanged. It was noted that the system had reached its maximum allowed recapture. The valve was upsized and a 27mm navitor vision valve was selected for implant using a large flexnav (ds). It was required to recapture due to misalignment and to adjust the depth, then distal opening was performed several times. This system had also reached its maximum allowed recapture. The valve was able to be implanted at a depth of 2.5mm on the non-coronary cusp (ncc) and 3mm on the left-coronary cusp (lcc). No under-expansion was noted. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The user believes the valve expanded non-uniformly due to the presence of calcium. The patient was in a stable condition.